Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implants at tooth sites #3 were removed due to periimplantitis. Restored implant, bone loss additional appointment required for grafted for stage implant.